Event description:
It was reported that the right atrial lead was capped and replaced for a lead revision. The reason for the lead revision was not specified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).